Manufacturer narrative:
Possible user interface contributed to the event.

Event description:
The vitrectomy cutter failed to aspirate during a vitrectomy procedure, causing increased ocular pressure and severe inflammation. The procedure was delayed. Another cutter was used to complete the procedure. The patient was treated with medication and has recovered.